Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed january 8, 2015.

Event description:
Per the clinic, the patient underwent a procedure to clean the mastoid cavity and during this procedure the electrode was removed. The device was subsequently explanted and the patient was reimplanted with a new device during the same surgery.